Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the clinician stated the patient has an infection and it was unclear if the current pacemaker system along with the two chronic surgically abandoned leads would be explanted. The boston scientific sales representative contacted the clinic for additional information and was unable to find any evidence of an explant procedure. It is unknown at this time how the patient's infection was treated and if a revision procedure is scheduled. The sales representative stated that he will continue to attempt to obtain further information from the clinic.